Event description:
These systems were removed due to complications caused by twiddler's syndrome (two sets of leads were twiddled out) as stated by the oos. Associated with this were: linox sd 65/16, MDR 1028232-2007-00319, one day. Lumax 340 hf-t, MDR 1028232-2007-0320, four months. Setrox s 45, MDR 1028232-2007-00323, twelve days. Linox sd 65/16, MDR 1028232-2007-0322, three months. Setrox s 45, MDR 1028232-2007-0318, three months.